Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history, but not duplicated during product evaluation. The pump's air in line printed circuit board was tested and found to be within specifications. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). The field corrective action number has been provided.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when or in which care area this event occurred. However, upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. The facility representative did not have information regarding whether there have been any reports of patient injury, medical intervention, or adverse reaction in association with this event and this facility was not willing to be contacted for any further information. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.